Event description:
International affiliate reports that on oct. 25, 1999 doctor was unable to change valve pressure by using a programmer or by injecting saline. The valve functioned erratically and was explanted in 1999.